Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon was unable to control the movement of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis investigation also found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of the grips. There was a .033 offset at the tips. Bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint indicated likely cause of bending remained overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.